Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal and distal transaction? What color reload? N/a. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) no purse string was used. The anvil was placed into the stomach, stapled around and the ancillary trocars was used to poke the anvil shaft through the stomach. How was the purse string placed, by hand or with an assist device? N/a. Was the spike of the trocar inserted lateral or through the staple line? Anterior. What confirmation did the surgeon receive that the anvil was firmly attached? Audible confirmation. When the device was fired, where was the indicator within the green zone/gap setting scale? In the middle of the green zone. Was buttressing material utilized? Do not know. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) N/a. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was received in good visual condition and with the ancillary trocar attached to the anvil. The device was received with the breakaway washer present, cut and the device was void of staples. The ancillary trocar was manually removed and the device was tested for functionality with a test washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the posterior staple line (from 3 o'clock to 8 o'clock) was fine. The anterior staple line was wide open. No staples, formed or unformed, were visible. Note: the surgeon fired the device upside down (handle up) to facilitate placing it in jejunum. Anterior gastrojejunostomy was hand sewn closed. Anastomosis was leaked tested and it was fine. No unusual sounds were heard; no unusual force required to close or fire. There were no patient consequences.

Event description:
.